Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had suspended insulin delivery. Customer's blood glucose values ranged from 304 mg/dl to "high" with moderate ketones (specific bg value was not provided). The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.